Event description:
Reporter noted unit wouldn't phaco at beginning of procedure, then they noticed smoke coming out. They had to borrow a unit from another facility to complete the case. The case was delayed about thirty minutes, but there was no pt injury.